Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
I was reported that the insulin pump is giving critical pump error alarm and the customer's blood glucose level was not known. The product will be returned for analysis.

Manufacturer narrative:
Device had unresponsive blank screen due to moisture damage on the electronic assembly. The motor had moisture damage. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, selftest and displacement accuracy test due to unresponsive blank display.